Manufacturer narrative:
Additional information was received indicating that per the physician, the cause of death was coronary occlusion. The cause of the coronary occlusion was not able to be determined. No additional adverse patient effects were reported. Updated: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. No images were available for medtronic for image review. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited information available. Migration is a known potential adverse effect per device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. However, a conclusive cause could not be determined from the limited information available. The physicians suspected that the cardiopulmonary resuscitation (CPR) may have caused the valve to migrate. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). A conclusive cause of the coronary occlusion could not be determined from the limited information available. The valve migration may have been a contributing cause to the coronary occlusion. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. With the limited information available, a conclusive cause could not be determined. The dislodgement may have been a contributing cause in the hypotension. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. Review of the device history review (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. This event does not indicate device misuse or malfunction. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the explanted valve was discarded by the account, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a patient with a pre-existing aortic valve gradient of 69 millimeters of mercury (mmhg), a pre-implant balloon aortic valvuloplasty (bav) was not performed. It was reported the patient had a sievers type 1 bicuspid valve with potential fusion between the right and left cusps, however, three pronounced cusps were seen on the pre-implant computed tomography (CT) imaging. Following deployment of the valve, after the procedure was deemed completed with all access points closed, the patient¿s blood pressure dropped. Cardiopulmonary resuscitation (CPR) was initiated and the patient was placed on extracorporeal membrane oxygenation (ECMO). Upon review of the post-deployment cine images, it was noted that the valve had dislodged to a shallower depth and to a supra-annular position, but the valve remained well seated with adequate coronary blood flow. Imaging captured after the patient was placed on ECMO showed the valve in a similar location, however, it may have been occlusive as there was no blood flow to the coronary arteries at that time. The physicians suspected that the valve had migrated to a shallower position as a result of CPR, or that there had been thrombolytic impact, as the patient¿s pressure had dropped shortly after protamine medication was administered. The procedure was converted to an open surgical procedure. Coronary artery bypass graft (CABG) was performed during which two vessels were treated. The transcatheter valve was explanted and replaced with a surgical valve. Intervention was performed using a percutaneous heart pump. Later that night following the procedure, the patient died. According to the physicians, there is no complete consensus on the cause of death, however complications from the coronary occlusions are suspected.